Manufacturer narrative:
D10- product received on: 04dec2019. Investigation-evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The visual inspection of the complaint device upon return was undamaged with trace amounts of biological matter on the device. A tug and twist test was performed and the tubing did not pull from or rotate within the cap. A leak test was performed and leakage was noted at the distal end of the cap. Relevant dimensions such as the distance between the hub and cap were measured within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record of this lot and related subassembly lots showed one related nonconformance. All nonconforming devices were scrapped, and all remaining devices in the lot underwent quality control activities. A database search revealed no other complaints from the lot at the time of investigation. Since these 100% inspection procedures are in place and no other complaints have originated from this lot, there is no evidence that nonconforming product exists in house or in the field. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred.¿ based on the information provided, the examination of returned product and the results of the investigation, it was concluded that a manufacturing and quality control deficiency contributed to the event. Corrective actions including implementation of a gap gauge and retraining were performed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical products: terumo wire guide. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an abdominal abscess drainage procedure. After placement, the operator noticed air leakage in the "connection between catheter and mac-loc." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.